Manufacturer narrative:
A review of tickets for lot 88046m800 was performed and did not identify an increase in complaints or any trends that indicate a product issue related to patient results. Historical performance of lot 88046m800 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 88046m800. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr reagent lot 88046m800.

Event description:
The customer reported falsely elevated architect ca19-9 results on one patient. The results provided were: initial = 66.00u/ml / repeat = 16.52u/ml. This is a follow-up for pancreatic cancer. The specimen was after resecting the pancreatic tail. There was no reported impact to patient management.